Event description:
It was reported that the patient underwent a surgical procedure to revise his inflatable penile prosthesis (ipp) due to it no longer working. Upon explant, inspection found the pump had a crack in the pump connecting tube. A new pump was implanted. The patient was reported to be well following the procedure.

Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that the reported ams 700 connector tubing hole/crack cannot be confirmed as the device tubing was not returned for analysis. The pump component did not pass functional testing. While the tubing could not be analyzed, it was noted the identified pump malfunction was the most probable cause of the reported event. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, the ams 700 momentary squeeze (ms) pump was thoroughly analyzed in our quality assurance laboratory. Visual inspection and leakage testing found no evidence of leaks. The pump was functionally tested and did not pass deflation or activation testing. Product assessment was unable to confirm the reported event related to a hole/crack in the pump connecting tube but identified a pump malfunction found during functional testing to be the most probable cause of the event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: based on the results of this investigation, an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise his inflatable penile prosthesis (ipp) due to ipp no longer working. Upon explant, inspection indicated that the pump had a crack in the pump connecting tube. A new pump was implanted. After this surgery, the patient got better and is stable.